Event description:
Male patient with left ureteral stone, underwent prior ureteral stent placement. During placement of 13/15fr 35cm olympus ureteral access over the hybrid wire, the tip of the sheath broke in the urethra and a urethral tear was identified. All of the pieces of the tip were removed and a catheter was placed.